Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor diaphragms were noted to be stuck to the top of the flow sensor housing. The flow sensors were replaced.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.